Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2010 and performed to specification up to 26th march 2013. Later on the 26th march 2013 the device recorded nonsensical data on two occasions. During this time the device memory log recorded two "shock key stuck" errors. The device then passed two self-tests during manual power cycles and performed as expected up to the 19th april 2015. Multiple manual power ups, some of ten minutes duration were observed between the 22nd april 2015 and the final history log entry on the 21st july 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of events and the 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, the investigation examined the shock button and found that it was correctly positioned and functioned as expected. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.